Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that in 2008, the patient was experiencing numbness in her right foot when she would stand, slight pain in her right buttock, and pain in her lower back. The patient's surgeon told her she had a disc in her back that was causing permanent nerve damage and would cause paralysis if a surgical intervention did not occur. In (B)(6) 2008, the patient underwent a spinal fusion surgery where hardware and rhbmp-2/acs was implanted. Postoperatively, the patient experienced an increase in her pain for two weeks, a loss of flexibility. In 2009, the patient presented with a return of the pain and numbness. The patient was informed by her surgeon that she had two more herniated discs putting pressure on her nerves. On (B)(6) 2010: the patient underwent a discectomy where it was reported rhbmp-2/acs was used. Postoperatively, the patient's pain returned, as well as immobility, and numbness. The patient returned to her surgeon who diagnosed her with degenerative disc disease and was told she would require surgeries for the rest of her life. On (B)(6) 2011: the patient underwent a discectomy where it was reported rhbmp-2/acs was used. Postoperatively, the patient continued to have pain and numbness in her back. The patient left her surgeon and began undergoing less intensive treatments. The patient continues to develop a stiff and inflexible back, pain in her back, as well as numbness in her legs and feet. The patient's postoperative period was marked by pain. Imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve impingement at the site of implant. The patient continues to suffer from bone overgrowth causing nerve impingement, and chronic pain.